Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2026 and suture was used. A needle broke and suture broke. X-ray was performed to find the broken piece. Surgical delay was unknown. Additional information has been requested.

Manufacturer narrative:
PRODUCT COMPLAINT # (b)(4)Additional information provided: Need broke. 2 sutures broke.Was surgery delayed due to the reported event? --> Unknown,Was procedure successfully completed? --> Unknown,Were fragments generated? --> Unknown,If yes, were they removed easily without additional intervention? --> Unknown,Patient Status/ Outcome / consequences --> Yes,Patient Consequence Description/Was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> X-ray to find broken piece,Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, OTC, revision) required: --> Unknown,Is the patient part of a Clinical Study --> Unknown,Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a Supplemental MedWatch will be sent. 1. If possible, please confirm the number of products involved in this case. Did a single device experience both suture breakage and needle breakage, or were different devices involved (two sutures and one needle)?2. When did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / Post-Op)?3. If yes, was the needle piece(s) retrieved during the same procedure? What measures were implemented to retrieve the broken piece?4. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any change in the patient¿s post operative care due to the prolonged procedure?5. What is the procedure name and date?6. Please provide the source or title of external person providing answers to follow-up:I have forwarded the questions to the team at UPMC and waiting to hear back. I will see them early next week if I get no response.No product is available for return.This report is being submitted pursuant to the provisions of 21 CFR, Part 803, Part 4 Subpart B. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Ethicon, or its employees that the report constitutes an admission that the product, Ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.